Event description:
Procedure: gastric bypass. According to the reporter: in the middle of procedure having a difficulty in squeezing the handle, a doctor could not complete the firing. The stapler fired only part way. New one was opened to complete the case with no problem. No patient harm. The patient¿s reported current status is good. No problem in release of device from tissue. Operating time extended was less than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. No info of product ID, catalog type, and lot# of handle device is available for the moment. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: no tissue additional resection as the release of device from tissue was done with no problem.

Manufacturer narrative:
(B)(4).